Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they had trouble emptying their bladder the night prior to the report. It was indicated that they could not empty their bladder, and it felt like they weren't fully emptying their bladder. The patient was going to try to increase stimulation to see if that helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.